Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device: (B)(6).

Event description:
On (B)(6) 2007, the pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component. Multiple attempts to obtain further information on this event have been made by gore, however, as of (B)(6), 2011, no further information on this pt has been provided to gore.